Event description:
Same case as MDR ID# 2134265-2014-07906 and 2134265-2014-07908. It was reported that an unspecified pullback hardware error (error 101) occurred which could result to automatic pullback failure. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, the motor drive unit displayed an error 101 which correlates to "unspecified pullback hardware error" that could result to automatic pullback failure. The imaging catheter was reconnected and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).